Event description:
Healthcare professional reported left side 'contracture' baker grade iii-IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.' The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Patient reported a left side ¿hardening,¿ rupture and 'sharp pain'. Device has been explanted. Healthcare professional reported left side 'contracture' baker grade not specified.

Event description:
Patient reported a left side ¿hardening,¿ rupture and 'sharp pain'. Device has been explanted. Healthcare professional reported left side 'contracture' baker grade iii-IV.

Manufacturer narrative:
Visual analysis of the photographs identified, capsular contracture: unable to observe, since it is not related to the device. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, a left side ¿hardening¿. Rupture and 'sharp pain'. Device has been explanted. Healthcare professional reported, left side 'contracture', baker grade iii-IV.